Event description:
A medtronic ent representative reported loading exams on a navigation system, from a cd, and when scrolling through the images, the software application exited unexpectedly. In trouble-shooting, the system was re-booted to re-start the computer, re-launched the application and normal function was restored. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.